Event description:
In 2004, the destination therapy patient was implanted with a vented electric left ventricular assist device (lvad) the biomedical engineer reported that the patient's pump was showing signs of failure including excessive motor dust accumulation on the vent filter, anomalous current waveforms, and occasional current limit advisory alarms. The patient was known to shower without the use of a shower kit and as such, experienced accelerated wear. It was commented by hospital's biomedical engineer that this was "not a pure device failure", in that the patient showered without a shower kit. The patient's pump was replaced without incident and the patient is doing well. The patient remains on lvad support. The hospital is sending the device to the manufacturer for analysis.